Event description:
While using an m4 device removal tool, the tip, (t8 removal head) sheared off in the screw that was being removed. The surgeon attempted to extricate the tip from the screw, without success. The medtronic representative was present. There was no harm to the patient. The t8 tip was removed from service.